Event description:
An alarm issue was reported with the adc device in use with an iphone 13 pro with an ios operating system version 21017653. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "hypoglycemia." The patient received third-party treatment of glucose gel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms. Attempted to replicate the user¿s complaint using similar configuration and successfully received glucose readings and alarm notifications in the application (ios 16.4, 2.10.1). The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the adc device in use with an iphone 13 pro with an ios operating system version 21017653. The low and high glucose alarms did not sound. And customer was not alerted of changes in glucose level. As a result, the customer experienced "hypoglycemia". The patient received third-party treatment of glucose gel. There was no report of death or permanent impairment associated with this event.